Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient's did not calibrate according to user guide recommendations. The patient's daughter did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).